Event description:
A malfunction was reported with the code displayed as "malf 0." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.